Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was shutting off without prior indication of low battery and goes directly to off no power. Customer states that this issue repeats every few days. Customer¿s blood glucose was unknown at time of incident. Product will be return for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected off no power alarm anomaly noted.